Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, this was the second synchroseal jaw cover accessory that had holes. Customer sent both the synchroseals back. During the case, it was noticed the gray cover had torn. It seemed to tear with the opening of the jaws. The procedure was completed with no reported injury.